Event description:
Burn blisters on the neck [burns second degree]. Blisters were itching and burst some day [blister rupture]. Blisters were itching [pruritus]. Uncomfortable pain at the site [pain]. Case description: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for division consumer healthcare (B)(6). An adult female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date for a stiff neck. Relevant medical history and concomitant medications were not reported. The patient experienced burn blisters on the neck, blisters were itching and burst some day and felt uncomfortable pain at the site on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister and blister rupture as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain and pruritus are considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister and blister rupture as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pain and pruritus are considered associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] burn blisters on the neck/ blisters were itching and burst some day/ uncomfortable pain at the site [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for devision consumer healthcare germany. An adult female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for a stiff neck. Relevant medical history and concomitant medications were not reported. The patient experienced burn blisters on the neck, blisters were itching and burst some day and felt uncomfortable pain at the site on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group on (B)(6) 2020: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (B)(6) 2020: new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burns second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure and assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.